Event description:
It was reported that a patient underwent a total abdominal hysterectomy with bilateral salpingectomy & left oophorectomy surgery on (B)(6) 2024 and suture was used. During the procedure, the tip of the suture needle appeared to be broken off. Flat-plate x-ray of abdomen completed, impact of incident: minor delay of procedure. Invasive procedure? Not provided or not applicable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? 2. Was there any additional tissue damage as a result of searching for the needle piece? 3 patient¿s current status? The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.